Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient's pump was beeping every five minutes. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving gablofen (2000 mcg/ml at 753 mcg/day flex programming). Other concurrent drugs were reported to be lamictal, desyrel, dulcolax suppository, miralax, milk of magnesia prn, tylenol prn for pain, advil prn for pain, prevacid, pro-biotic, zonegran, bicitra/shohl's solution, emla cream. The patient's medical history included cerebral palsy, spastic quadriplegia, non-verbal but responds to simple yes/no questions, botox injections, seizures, scoliosis, spinal fixation rods, chronic small ulcer on his buttock, urinary incontinence, urinary tract infection, hearing loss and bowel incontinence. It was reported that a motor stall had occurred. The pump logs noted the following stalls and recoveries: motor stall occurred (B)(6) 2019 at 1247, recovery occurred (B)(6) 2019 at 1950, stall occurred (B)(6) 2019 at 0640, recovery occurred (B)(6) 2019 at 1111, stall occurred (B)(6) 2019 at 2247, recovery occurred (B)(6) 2019 at 0458, stall occurred (B)(6) 2019, recovery occurred (B)(6) 2019 at 1024. It was noted the pump alarms were not heard with the first two occurrences of motor stall; however, the critical alarms were heard with the subsequent two motor stalls. It was reported that the patient was agitated and had increased tone. There were no environmental/external/patient factors that may have led or contributed to the issue (ex. Falls, emi, patient compliance). The pump was replaced and the infusion rate was restarted at 500 mcg/day flex programming per the hcp decreased from 753 mcg/day. The issue was reported as resolved and the patient was alive with no injury. It was reported that the pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.